Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative via a healthcare provider reported the patient arrived at the hospital on the morning of (B)(6) 2017 with a letter from their lawyer instructing the hospital to retain all the explanted equipment. It was noted the hcp stated the pump had not been helping the patient and was causing pain. The patient was no longer using the device. The pump was explanted but no manufacture representative was there for the surgery. The pump was turned off on (B)(6) 2017 and it was filled with saline at minimum rate mode. The indication for use was non-malignant pain. The drug listed was unknown.